Manufacturer narrative:
As no sample material was available for further investigation, a specific root cause could not be determined. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(6).

Event description:
The customer received a questionable elecsys vitamin b12 immunoassay result for one patient sample. The initial result was > 2000 pg/ml. The repeat result from a 1:2 dilution was 500 pg/ml. The customer stated the sample was repeated a third time and the result "was almost the same result" as the repeat result. No specific data was provided. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number was 177486. The expiration date was requested but was not provided.